Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 600cc mentor memorygel breast implant and was presented with breast implant rupture on her right side found during explant surgery. The patient underwent bilateral explanation and replacement with catalog number 3507004bc; serial number (B)(4) on the right side and with catalog number 3507004bc; serial number (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed a tear in the union between shell and patch. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, mentor became aware that the rupture side was mistakenly reported as "right". The side that was ruptured is "left". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019; the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the procedure was reconstruction revision, date of event was (B)(6) 2019 (updated field) date of implant has been updated from (B)(6)2016 to (B)(6) 2016 under field , and device lot and serial number have been updated from lot number 7002016; serial number 7002016-045 to lot number 6937655; serial number (B)(4) under section d. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).